Event description:
It was reported that the pump was no longer functioning. No further details regarding the pump or therapy were known to the reporter. It was noted the patient was having an magnetic resonance imaging (MRI) unrelated to the pump. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant product: product ID 8709, lot# l66511, implanted: (B)(6) 1999, product type catheter. (B)(4).